Event description:
The doctor stated that it would not zero, calibrate, and the pressures were low. There was no patient injury. They switched the monitor with another one and it worked. Additional information has been requested.

Manufacturer narrative:
Investigation completed 7/04/2017. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2015 ¿ sep. Service history review: service history reviewed and the monitor unit investigation was returned on the 20 dec 2016 for sensor board failure (root cause was ¿faulty sensor board¿). However, during the evaluation the monitor tested within specification. A review of the customer complaints was completed using the following key words ¿faulty sensor board¿ and ¿sensor board failure¿ in the search criteria. The review encompassed dates 28- jun-16 to 28-jun -17. There are 9 complaints which contained the search criteria. Additionally, the review verified that this complaint is the third complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿jul 16 to jun 17¿, the global product usage for cam02 monitors was calculated as 21,180 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (9) can therefore be calculated as 0.04% (4 x 10-4) (occasional) of procedures. A review of the log files verified error code e0011 occurred at the service centre when the device was evaluated. The cam02 service manual 60903842 rev a chapter 4 error code e0011 is reported to occur due to a communication failure between the device pc and the sensor board. The evaluation verified the complaint as valid; the cause of the complaint issue was identified as a defective sensor board.